Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced blood pressure drops so low that the patient passed out. It was observed at the hospital and at home where the patient¿s pulse rate dropped to 58. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.